Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose events. The customer had symptoms such as dry mouth, bad vision, headache, dry fingers, and nausea. Customer treated with manual injection. Customer's blood glucose value was 398 mg/dl at the time of the call. Customer reported that the high blood glucose levels began 2 days prior to call. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Performed high pressure test and the insulin pump alarmed motor error and customer declined troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement test, operating current, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarm during test noted. Motor passed motor test. The insulin pump was received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, missing end cap sticker, stained address, serial number label, cracked belt clip slot and cracked case reservoir tube window corner.